Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system's flexvision monitor needed to be replaced, indicating an imaging issue. The philips has sent quote for evaluation and repair service to customer however customer did not approve the quotation. As a result, no service has been carried out by philips. There has been no additional information received to date. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It was reported to philips that the system's flexvision monitor needed to be replaced, which can indicate an imaging issue. No harm to the patient or user was reported. Philips has started an investigation of this complaint.